Event description:
Reference MDR #1036844-2009-00118 for first event involving same patient. The second kit was being used and once dilated the catheter would not thread over the spring wire guide (swg). The swg was removed and was noted to be unraveled. As a result, the third tray was opened and used successfully. The patient was on the brink of coding and the family wanted to come in so the nurses cleared the area and the unraveled swg was placed into the sharps container and discarded. In passing, the nurse told the sales representative that the patient had later expired. Additional information from the sales representative by the clinician on 05/15/09 stated, the patient was close to coding during the procedure and the incident was not a factor in his death.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.